Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported post (esophagogastroduodenoscopy) egd diagnostic procedure, while recovering in the pacu after waking, the patient coughed up small, clear plastic object that was said to be the end of the endoscope. There were no reports of patient harm or serious injury associated on this event reported. This report is related to report with patient identifier (B)(6) (distal end cover) maj-2315 lot h233050.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d4, d8, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.